Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60028, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. It was reported that the pump had been alarming for a month and the alarm sounded like the critical pump alarm; the patient was due for a refill and the pump was likely empty. The patient was unable to find a refill healthcare professional (hcp) that would accept his insurance. The patient had blood pressure issues and withdrawal. The patient did not have a hcp at the time of the report. Additional information has been requested regarding the action and interventions taken to resolve the alarm. If additional information is received, a follow-up report will be sent.